Event description:
The customer reported no ac power. Due to a no power condition. If a loss of power occurs during use it could cause the unit to shut down. No patient harm reported. Patient information requested but not provided.

Manufacturer narrative:
Updated.